Event description:
Edwards received notification that this patient experienced three arrhythmia events, each with a duration of less than one minute, on pod # 6 after the implantation of a 25mm valve. A permanent pacemaker was implanted. The patient had not pre-operative history of arrhythmia or conduction disturbance. As per surgeon's response it was not related to intuity implant. As reported, the patient underwent avr + CABG in full sternotomy, xclamp time 82min, cpb time 91min, no leak was observed after the procedure. Patient was reported to be doing fine at home.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. ((B)(4)) arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient experienced an arrhythmia event within pod # 6 (unknown exact date) after the implantation of a 25mm valve and a permanent pacemaker was implanted. No information about the type of arrhythmia was provided. As reported the patient underwent tavr + CABG in full sternotomy, xclamp time 82min, cpb time 91min. No leak was observed after the procedure.